Manufacturer narrative:
Exemption number e2015055. Two devices were received for evaluation; 2 events were confirmed during testing. One device was found to be affected by corrosion. One device was found to be affected by lack of lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken.  This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device overheated. Patient involvement is unknown.